Event description:
Breast implants pip gave me my first set of symptoms. I had them removed and replaced with allergan and developed chronic illness which has destroyed my life I explanted in (B)(6) 2019. FDA safety report ID# (B)(4).